Event description:
After the clinician switched from vent to synchronized intermittent mandatory ventilation (simv), the patient was not able to be ventilated in either mechanical or manual mode. The anesthesia machine was rebooted and the event recurred. The patient reportedly desaturated. The anesthesia machine was replaced. There was no reported patient injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.